Event description:
Reporter alleged discrepant back to back blood glucose values of 500, 120, & 81 mg/dl, when all tests were performed within a few minutes on the advantage system. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.